Event description:
Meter name: one touch basic original. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reported that they were not able to get a result on the meter. The meter's display was allegedly missing segments. The result from the pt's meter was 130 (units not specified). There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment.